Event description:
Reporting status: serious injury / medical intervention, reporting rationale: stent dislodgement requiring medical intervention, device issue: stent dislodgement / difficult to deploy. It was reported that the rx ultra stent dislodged from the balloon during deployment in the ostium of the rca. The stent delivery system (sds) moved during inflation and watermelon seeding resulted in stent dislodgement. The loose stent followed the blood flow down to the left iliac. It was snared in the left iliac and removed out of the pt's anatomy via right femoral approach. The procedure to stent the rca ostium was abandoned on this date. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info; however, the device was not returned to abbott for analysis. It was reported that the sds moved during inflation and watermelon seeding resulted in stent dislodgement; however, without the device to examine, no determination can be made as to the root cause of the reported discrepancies.